Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The guidewire was kinked/buckled. The guidewire was unraveled. There was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the guidewire stuck in lead. Visual inspection found the guidewire tip was kinked, buckled inside the lead tip nose. When trying to pull the guidewire out, the guidewire stuck at the tip causing the guidewire unraveled. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead exhibited placement difficulty when the guidewire became stuck into the lead. The lead and guidewire were removed and replaced. No patient complications have been reported as a result of this event.